Event description:
It was reported that there was a malfunction during pre-use checkout resulting in prolonged insufficient oxygen (o2) concentration or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after calls to end user 06/25/26 and 07/08/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.